Event description:
It was reported that an instrument was not retracting completely from a system arm. The system passed all verification tests conducted by an isi field service engineer (fse) while onsite. The fse discovered one da vinci s instrument with tube abrasions. Instrument tube abrasions may have been caused by the dented cannula reported under medwatch MFR report #2955842-2008-00163. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was not returned for further eval and failure analysis as the account discarded the instrument. Based on the observations of the isi fse, the tube abrasion damage may have been caused by a cannula accessory. Add'l investigation is underway regarding the cannula accessories. A follow-up MDR will be submitted if add'l info is received.